Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: autoimmune like symptoms manufacturer¿s reference number: (B)(4).

Event description:
It was reported via mw5085203 that a female patient underwent unknown type breast surgery with unknown gel on one side and with 275 cc mentor memorygel breast implant on the other side. Now this patient was presented with 37 autoimmune like symptoms. As a result, the devices were explanted on (B)(6) 2019. This report is for the patient¿s side implanted with known device.

Manufacturer narrative:
On 5/15/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 6/13/2019, mentor became aware that lot number 6575151 was added under serial number field in the initial submission. It has been corrected. Manufacturer¿s reference number: (B)(4).